Event description:
Patient stated that she had purchased a box of 100 test strips from a pharmacy. Patient alleged that two different strip lots were in the package (100 CT. Strip packaging should contain two 50 count vials, of the same lot). Patient stated that, when starting the 2nd 50 count vial, she received an accidental finger-stick. Pt alleged that the 2nd vial was filled with used strips and lancets. According to manufactuer's electronic inventory system, the lot of strips that the pt indicated contained used strips and lancets is not sold in a 100 CT package, only in singly packaged 50 CT. Vials. The lot number, corresponding to the 1st vial of strips that patient used, is sold in 100 CT. Packs. Patient reportedly contacted physician to arrange for testing of infectious diseases. It is unk if any treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.